Manufacturer narrative:
The customer reported that three (3) scholl products exploded causing hematomas all over the body of an employee who required sick leave due to injuries. Two (2) of the products exploded spontaneously and the third caught fire. The cardboard of the third product which caught on fire had to be put out by the foot of an employee causing the canister to explode and injuring the employee. The product was noted to be stored 15-20cm from an electric heat source which was turned on at 9:00 am and the products were reported to explode at 9:50 am. The implicated canisters were sent to royal sanders for investigation. The implicated lot 7258 was produced from september 18th-21st, 2017. A batch record review of lot 7258 revealed no deviations during production. Retain samples were checked on weight and pressure at 20, 50 and 54.4°c and all samples meet product specifications. The investigation noted that the implicated canisters showed dents and deformation at multiple locations, bottom, side and neck of the product. The cans were provided without the valve with which the cans were originally assembled with. It was noted that the canisters show signs of burning as well, royal sanders suggested that if the can exploded by overheating it also means an ignition source was present to ignite the gas. Royal sanders concluded based on the information provided and the fact that the valve was missing an explanation cannot be determined as to why the cans exploded other than being overheated by the electrical heater noted by the customer. Based on the batch record review and retained samples the products produced and supplied meet their technical, functional and legal specifications. CAPA 15-0106 completed in august of 2015 was initiated to investigate customer complaints where the alleged "canisters" caught fire. It was concluded that the liquefied mixture of dimethyl ether (95%), propane (2%), and iso-butene (3%) is extremely flammable and if the product is used near an ignition source has the potential for ignition. If the product is "utilized" per the product instructions and flammable warnings adhered to, these type of complaints can be avoided. The CAPA also addressed the labeling of the product to reflect new gha recommendations by osha which "strengthened" the warnings and wording regarding the flammability of the product. The current unit box (item 3001-2664 rev 03/19) states the presence of an extremely flammable aerosol and the canister can explode under the effect of heat exposure. The unit box states: do not expose to a temperature greater than 50°c. On 25mar2019 oti received an e-mail from rb stating that their france team had closed out the complaint with no new information to be provided. Based on the customer's report and the investigation from royal sanders this will be resolved as user error. The customer stored the product with exposure to a heat source, disregarding the package warning labels.

Event description:
Three (3) scholl products exploded causing hematomas all over the body of an employee who had to go on sick leave. Two (2) of the products exploded spontaneously. The cardboard of the third product caught on fire, an employee put it out on the ground and tried to put it out with their foot but the canister exploded and injured the employee. The product was 15-20cm from an electric heater which was turned on at 9:00 am. The products exploded at 9:50am.

Event description:
Three (3) scholl products exploded causing hematomas all over the body of an employee who had to go on sick leave. Two (2) of the products exploded spontaneously. The cardboard of the third product caught on fire, an employee put it out on the ground and tried to put it out with their foot but the canister exploded and injured the employee. The product was 15-20cm from an electric heater which was turned on at 9:00 am. The products exploded at 9:50am.